Manufacturer narrative:
The reported event was unconfirmed. Visual: received 2 surestep foley tray system. Verified material number a303416a and batch number ngjw3245. Visual inspection noted no obvious observations. Catheter 1: catheter filled with 10ml mbs using returned syringe. Inflated with no difficulty. Balloon concentricity 50/50. 10ml deflated within 23sec reported event was not replicated. Catheter 2: catheter filled with 10ml mbs using returned syringe. Inflated with no difficulty. Balloon concentricity 60/40. 10ml deflated within 23sec reported event was not replicated. The reported event is unconfirmed; therefore, a risk, label and device history review are not required. No root cause could be found because the reported event was unconfirmed. Based on the results of the investigation, no additional actions are required at this time. Corrections: b, d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter successfully inserted with two registered nurses. After insertion balloon inflated per protocol, when retracted noted leakage and indwelled foley catheter fell out. Upon inspection balloon was not intact nor any saline retained. A second foley catheter was inserted successfully with 2 registered nurses and after filing balloon with provided 10 cc syringe, foley catheter retracted to stat lock and noted leakage and foley catheter fell out. Upon inspected foley balloon had burst and no fluid was retained in balloon. Patient with order for indwelled foley catheter with stage iii-IV pressure ulcer. Both foley catheters were with lot number ngjw3245 and upon third insertion, a new lot number of foley catheter kits bard 16fr were utilized. Balloon successfully inflated and had no leakage and able to stat lock. Registered nurse notified that all kits from lot number ngjw3245 pulled off floor. It was unknown what medical intervention was provided. Per follow up information received via mail on 13aug2025, it was stated that no patient impact and no medical intervention was reported. The procedure outlined on the attached communication is the only actions reported to them directly. It appears two attempts of lot # ngjw3245 were made and the success of a new lot # drew their conclusion.

Event description:
It was reported that the foley catheter successfully inserted with two registered nurses. After insertion ballon inflated per protocol, when retracted noted leakage and indwelled foley catheter fell out. Upon inspection ballon was not intact nor any saline retained. A second foley catheter was inserted successfully with 2 registered nurses and after filing ballon with provided 10 cc syringe, foley catheter retracted to stat lock and noted leakage and foley catheter fell out. Upon inspected foley ballon had burst and no fluid was retained in balloon. Patient with order for indwelled foley catheter with stage iii-IV pressure ulcer. Both foley catheters were with lot number ngjw3245 and upon third insertion, a new lot number of foley catheter kits bard 16fr were utilized. Balloon successfully inflated and had no leakage and able to stat lock. Registered nurse notified that all kits from lot number ngjw3245 pulled off floor. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.